Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb). The ventilator passed calibration, extended self tests (est), short self tests (sst), and performance verification tests (pvt). The ventilator was returned for patient use. (B)(4).

Event description:
Covidien received information that, during patient use, the ventilator stopped cycling. The patient was switched to an alternate ventilator. There was no patient harm reported.